Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been a polarity switch on the right ventricular (rv) lead as well as an isolated out of range impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up confirmed that the lead was reprogrammed to bipolar for both pace and sense polarities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.